Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The blood glucose reading was 144 mg/dl. No significant events leading to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window and missing end cap sticker.